Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse. Following insertion, the patient experienced pain, erosion, infection, urinary problems and neuromuscular problems. It was reported that on (B)(6) 2010 the patient underwent revision of mesh due to urinary obstruction. It was reported that on (B)(6) 2010 the patient underwent revision of mesh and was implanted with a restorelle due to cystocele and urinary retention. (B)(4).

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.